Event description:
It was reported that the pca ext tubing leaked multiple times. The customer confirmed that there was no patient harm. The event occurred in the bmt. ( a note attached to bag that stated; "leaking, changed multiple time, new tubing lot obtained from another unit , infusing fine".)

Manufacturer narrative:
Supplemental to revise b5 and remove lot number, manuf./expir. Dates (d4, h4). The customer¿s report that the pca ext tubing leaked was confirmed on one of the two returned sets. The source of the leak is due to cracks in the female luer component for set model 30853. Visual inspection confirmed that one of the two returned sets¿ female luer had lateral cracks. Closer inspection observed signs of over torque due to the damages on the surface of the female luer. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Functional testing was performed on set 1 by attaching a 10ml lab syringe filled with blue dye water to one of the pca set¿s female luer near the check valve. With the pinch clamp engaged on tubing with the anti-siphon valve, the syringe plunger was very slowly depressed to gently flush out the remaining fluid. The set leaked from the cracked female luer. The syringe was then attached to the anti-siphon valve with the pinch clamps disengaged and was gently flushed. No other leaks were observed throughout the set. The root cause of the cracks were identified to be a result of internal stresses created during the manufacturing process that make it more susceptible to chemical/mechanical attacks and the pvc materials used in the new female luer.

Manufacturer narrative:
Continued from report source - (B)(6). Sourcing and no product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the pca ext tubing leaked multiple times. The customer confirmed that there was no patient harm. A note attached to bag that stated; "leaking, changed multiple time, new tubing lot obtained from another unit , infusing fine."